Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation (device remains implanted at this time).

Event description:
Patient reported left side ¿implant deflated completely. I went to my plastic surgeon and they confirmed deflation". Device remains implanted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified device labeled left with flat creases and black particles.

Event description:
Device has been explanted.